Event description:
This profundaplasty was a last attempt to provide the pt with lower extremity circulation. The md began lasing with the 1.7 te otw utilizing the step-by-step technique. During the procedure, a perforation was noted via angiogram and treated with inserting coils. There was minimal venous circulation and the physician was unsure if this would ultimately make a significant difference in the pt's prognosis. The physician indicated the spnc device had not malfunctioned, nor did the perforation make a significant difference in the pt's most likely btk amputation. There were no issues concerning the internal lhr review for this product.